Event description:
It was reported that during a rotational atherectomy treatment procedure, the diamond coating came off the burr. The target lesion was located in a moderately tortuous obtuse marginal (om) artery. Ablation was performed with a 1.25mm rotablator rotalink plus, 15 times for 15 seconds each, at 190,000 rpm's however, the burr did not cross the lesion. Outside the patient, it was noted that the diamond coating of the burr was flaking. The physician attempted to ablate with another 1.25mm rotalink plus however, could not cross the lesion. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).